Manufacturer narrative:
Sections with additional information as of 19-oct-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: syringes were not returned - received in an open bag with one orange cap and no syringe. Unable to send to manufacturer for investigation. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using syringes from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc.

Manufacturer narrative:
Internal report reference number: (B)(4). Syringes were not returned for evaluation. Received an open bag with one orange cap and no syringe. Unable to send to manufacture for investigation. Product scrapped. Note: manufacturer contacted customer in a follow-up call 06-sep-2023 to ensure the replacement products resolved the initial concern, able to contact customer who stated they have received the replacement product and voiced no further concerns.

Event description:
Consumer reported complaint for syringe is out of the protective cover. Customer states that the top part where she removes the plunger is missing from the syringes, a few of them in the bag the top part of the syringes is not on the syringes. Customer states that orange top is in the bag but it is on the top of syringes. The syringe is out of the protective cover. The customer feels well and did not report any symptoms. Medical attention is not reported as a result. The product storage location is undisclosed. The syringe lot manufacturer¿s expiration date is 11/27/2027and open vial date is undisclosed.